Event description:
Reportedly, during a routine follow-up performed on (B)(6) 2014, the device was found in standby mode (back up mode) and re-initialized and parameters were programmed afterwards. No other issue was observed during the subsequent real time testing and interrogations. An analysis is requested.